Manufacturer narrative:
This is one event of two events reported for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent was hospitalized for an unspecified event and experienced a sudden cardiac event after the use of the product on or about (B)(6) 2003. The plaintiff's attorney also alleged the decedent experienced cardiac arrest and subsequently expired, after the use of the product in a separate dialysis treatment, on (B)(6) 2003.